Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that the non-invasive blood pressure (nibp) reading is off even after the nib calibration was done, the diastolic readings are too high. The device was not in use on a patient at the time of the event, there was no patient involvement.

Manufacturer narrative:
An analysis was performed by remote service personnel and included troubleshooting activities. The remote service engineer (rse) reported that no error messages were observed during the assessment and, as a result, the root cause of the reported issue could not be determined. As a precautionary measure, a non-invasive blood pressure (nibp) assembly was ordered. The customer has assumed responsibility for completing the repair of the device. A review of the device¿s service history indicates that this issue has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.